Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving fentanyl via an implantable pump. It was reported that a new catheter was placed at a higher level as it was not covering the patient's back pain. A new 8780 was placed at the bottom of t8, the physician said the old catheter was approximately t10 and not placed by him and was not the spot needed to cover the patients pain area. A partial spinal segment of the catheter was left in and tied off, physician decision.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2026, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 03-may-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.